Manufacturer narrative:
Other relevant devices are: etlw1610c124e; s/n: (B)(4); use by date: 2018-03-15; upn # (B)(4), etlw1613c124e; s/n: (B)(4); use by date: 2018-02-28; upn # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size diameter abdominal aortic aneurysm. It was reported that the patient contacted technical services to report that the stent graft was causing him issues since two months after implantation. It was noted that the patient couldn't eat, sometimes had trouble breathing and now has a hernia. It is noted that the physician has confirmed that "everything is fine on tests and to come back if it gets worse". The physician has noted that the patient has anxiety issues and will attempt to follow up with him. No additional clinical sequelae noted.